Event description:
It was reported that the surgeon was using an ncb-df torque screwdriver 6 nm. He found that it was too hard to torque the screw with this wrench during surgery.

Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).